Manufacturer narrative:
One fluid warmer was received for evaluation. Visual inspection of the device found wear and tear damaged enclosure, front cover, and line cord, a cracked tank cover, an outdated pcb and power switch. A DHR review was performed subsequent to the manufacturing of the device and prior to its release; no problems or issues were identified during this DHR review. The device tank was filled with water and device was powered on. The device appeared to run normally but when run through the safety/electrical test it failed. This test was used to diagnose the bad component and it came up with a faulty pcb. The problem source has been determined to be unknown.

Event description:
It was reported that a smiths medical fluid warmer had a lim settings alarm. No adverse patient effects were reported.